Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, system risk analysis (sra), and functional analysis. The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/haze issue for the sterrad® 100s unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned with two o-rings for analysis, and the inspection revealed a cut on one o-ring that contributed to the oil mist escaping. The reason for the failure and return of the oil mist filter was confirmed. The assignable cause of the mist/haze is likely due to the oil mist filter. The asp field service engineer replaced the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿mist¿ or haze emitting from the sterrad® 100s sterilizer. The customer was instructed to power off the unit and discontinue use. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).